Event description:
Statement of the reported problem: been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that the battery is deteriorated. There was reportedly no patient involvement. Results of functional testing indicate that that the battery is deteriorated and caused the functional test to fail. Based on the information available and the testing conducted, the cause of the reported problem was due to a deteriorated battery. The reported problem was confirmed. A review of the risk management file indicates the problem reported by the customer is a low potential severity which would not reasonably cause or contribute to death or serious injury if the problem were to reoccur. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery for which a part was ordered for replacement. The device remains at the customer site and no further evaluation is warranted at this time.